Manufacturer narrative:
The reported events were loss of capture and helix mechanism issue. As received, a complete lead was returned in one piece with the helix partially extended clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. After cleaning the blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within product specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported a patient's right ventricular (rv) lead presented with high and intermittent capture thresholds. The device was interrogated in clinic and loss of capture was noted. The rv lead was explanted in a procedure on (B)(6) 2024. During procedure the lead helix could not be retracted, the lead was explanted and replaced. Post-procedure the patient was stable.